Event description:
I had mentor silicone implants implanted in (B)(6) of 2010. In (B)(6) of 2014 I was hospitalized with new onset itp, platelet count of 3, chronic refractory requiring steroids, ivig, and eventually rituxan. My platelets stayed low for years. I have had unrelenting fatigue, headaches, dry eyes, and brain fog and stubborn weight gain for the last ten years. I have a high baseline tryptase level for at least two years that I know of, and random pains in my breasts, more so on the left side. I just went for an MRI bc I felt that one of them had to be ruptured and I was right, the left side has an intracapsular rupture and an area of non mass enhancement 5cm which I am going for the biopsy for on friday. I am an rn and I have absolutely not doubt that these implants have caused a systemic inflammatory response that I pray goes away after I get them explanted. I am going to have them explanted and not replaced as soon as possible but first we have to wait to see if I also have breast cancer. FDA safety report ID # (B)(4).